Event description:
It was reported a patient underwent an total hip on an (B)(6) 2023 and barbed suture was used. When they were throwing the suture, towards the end they pulled up again and broke off the swage no device will be returned. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code and lot number of the product that was used? Sxpp1a405 two potential lot numbers: tebcol and thbepk. When did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify - when they were throwing the suture, towards the end they pulled up again and broke off the sewages. Are any samples available for evaluation? No samples are available. Three cases total hip arthroplasty and total knee arthroplasty and a total hip. What is the procedure name and date (dd/mm/yyyy)? (B)(6) 2023. Additional information has been requested and the following was received: I have no further info. Based on the information provided, the lot numbers and product codes appear to be from different manufacturing location. According to the reported lots (tebcol and thbepk), these products are manufactured in san lorenzo, while the reported product code (sxpp1a405) is manufactured in juarez. Could you please reconfirm the given product code and lot number? Please confirm which is the involved lot number. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Possible lot reported: lot: thbepk / sxpp2b40511, date of manufacture: 7/26/2023, expire date: 6/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.